Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight of the device within specification, white particles on the shell, and fold creases. A cloudy color in the gel was observed after the autoclave disinfection cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reports capsular contracture grade IV. This relates to the left device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of " capsular contracture, baker grade IV" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade IV.¿

Event description:
Healthcare professional reports capsular contracture grade IV. This relates to the left device. Device has been explanted.